Event description:
Plaintiff alleges serious, severe and permanent bodily injuries, path and suffering, mental anguish, limitation and restriction on her usual activities, pursuits and pleasures. Plaintiff further alleges numerous injuries, including, but not limited to the following: asthma, rhinitis, respiratory problems, hives, swelling, fatigue, nausea, tachycardia, extreme discomfort, depression and emotional distress. Plaintiff alleges suffering substantial, loss of earnings and earning capacity and has been forced to expend sums of money for med care and treatment. Plaintiff; husband alleges deprivation of the love, svs, advice, companionship and consortium of his wife.